Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded and there was solidified contrast media inside the balloon. No tears were visible in the balloon material. The device was soaked in a water bath in an attempt to soften the solidified media in order to facilitate the inflation of the balloon. Using an encore inflation unit, the encore was first tested to 12 atmospheres using the druck gauge. The returned device was later attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1 mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. However, multiply kinking was evident along the shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.